Manufacturer narrative:
The investigation of the reported issue revealed that the ups (uninterruptible power supply) had failed due to the customer combining the ups with the artis generator, which was not suitable for this purpose. The artis system did not cause or contribute to the situation described. The operator manual contains adequate instructions about modifications to the product. The system works as specified.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. A supplement report will be filed if additional information becomes available.

Event description:
Siemens became aware of a system malfunction of the artis icono floor unit. The system failed to switch to the ups (uninterruptable power supply). We have no indications of adverse effects on the health status of patients, users or third parties.